Event description:
The tip broke off in the pt. It was retrieved and no harm to the pt.

Manufacturer narrative:
Expiration date unk as lot # is unk. (B)(4). Event is still under investigation.

Manufacturer narrative:
The product from the case was not returned; however, a review of complaint history, manufacturing instructions (mi) , device history record, and quality control was conducted during the investigation. A document based investigation was performed on this lot of product. The device history record did not indicate any nonconformance that would have contributed to the issue customer reported. There is a 100% inspection of the solder joints and that the wire leads are securely crimped and the insulation is free from cracks or burns. It is also ensured that no wires are exposed other than at the tip. As the product was not returned nor any photo documentation of the event not provided, a definitive root cause cannot be determined. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required.

Event description:
The tip broke off in the patient. It was retrieved and no harm to the additional information received june 14, 2013. The physician used another cook cutting loop to continue the case. A non-disposable grasper was used to remove the tip of the loop. The tip was retrieved. No harm was done to the patient.